Manufacturer narrative:
G4:24nov2020. B4:20apr2021. The customer ordered the battery to install themselves. Multiple good faith efforts were made to obtain information regarding the repair, and operational status with no response from the reporter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported battery failure. There was no patient involvement.